Event description:
Pulmonetic systems, inc. Received a note with the unit, on 06/02, reporting the following problem: this machnine quit working on a pt. Unit had disc/sense alarm and rebooted 2 times then unit shut off.